Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced 7 infusions set tube leakage at site event on 04-jun-2024. Infusion set has been used for 1 to 1.5 days. The blood glucose level was high. Therefore, patient was treated with correction injection via IV bolus. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 7.